Manufacturer narrative:
Approximate age of device ¿ 4 years and 10 months.  No product was returned for evaluation. The evaluation of the submitted log file confirmed a total loss of power to the system controller due to depleted external batteries and the external backup battery. The submitted log file contained data from 7jul2018 through 16aug2018 and captured low battery advisories on (B)(6) 2018 at 1:23 pm and (B)(6) 2018 at 12:52 pm. In both cases, approximately two hours later, the alarm was followed by low battery hazards/a no external power alarm, and the system controller backup battery was activated. The pump remained in power save mode until the system controller backup battery depleted and the pump stopped for an unknown amount of time. This sequence of events is consistent with the depletion of the patient's batteries, causing the pump to stop, and the system controller to reset. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient has many compliance issues. However, there have been no adverse events. The patient's lactate dehydrogenase (ldh) has stayed stable. The patient was educated in detail about draining the batteries. However, unfortunately the patient is hard of hearing and it was unsure if the patient can hear the alarms go off. Log file analysis completed by the manufacturer¿s technical services representative revealed 2 pump stoppages which caused by the external batteries and system controller backup battery draining to a level which would not allow the system controller and pump to operate. The patient did not respond to low battery advisory or hazard alarms which occurred as designed to prior to the pump stoppages. No additional information was provided.